Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the DHR of product code 179762480, lot bdk2tvn, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on february 16, 2017. Qty. 149. The preoperative x-ray photos were received for the evaluation. The us customer quality (cq) team conducted a complaint investigation based on the provided photos. Visual review of the returned x-ray photos revealed that the rod implant was broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. The cause for the breakage could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of depuy spine¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received x-ray confirmed the broken condition. No definitive root cause can be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual review of the returned device revealed that the rod implant was broken. The broken rod piece was also received at us cq. The dimensional inspection of the received device revealed that the device was conforming to the specifications. The cause for the breakage could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of depuy spine¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. No definitive root cause can be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review =the DHR of product code 179762480, lot bdk2tvn, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on february 16, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: kwp; kwq; mnh; mni; osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2017, the primary spinal fusion was performed to treat kyphosis. On an unknown date, it was found that the patient had suffered from the rod¿s breakage, pseudoarticulation and parkinson¿s disease. On (B)(6) the broken rod was removed, and a revision procedure was performed without further issue. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown), unknown setscrews (part# unknown, lot# unknown, quantity unknown), unknown rod connector(part# unknown, lot# unknown, quantity unknown). This report is for one (1) rod, 480 mm. This is report 1 of 2 for (B)(4).